Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable pacemaker was surgically explanted for an unspecified reason. A new boston scientific product was successfully implanted with no reported complications. This is all the information provided, and additional information has been requested. Outside of surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was surgically explanted for an unspecified reason. A new boston scientific product was successfully implanted with no reported complications. This is all the information provided, and additional information has been requested. Outside of surgical intervention, no adverse patient effects were reported. Additional information received advised the physician elected to replace this pacemaker with a cardiac resynchronization therapy defibrillator (crt-d). There was no allegation against the explanted device. The physician implanted a new right ventricular (rv) lead, placing the current rv lead in the left ventricular (lv) lead port due to the rv lead pacing impedance measurement was intermittently high out-of-range greater than 2,500 ohms. The new device was programmed ddd using the newly implanted rv lead. This explanted device will not return for analysis due to it was disposed of. Outside of surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Additional information received advised the physician elected to replace this pacemaker with a cardiac resynchronization therapy defibrillator (crt-d). There was no allegation against the explanted device. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.